Event description:
It was reported that a patient¿s devices were very sensitive to security devices. This had been an ongoing issue since 2005. The patient had tried walking through security devices with her stimulation off, but the security device turned it back on. She also got jolted when passing through a security gate. One time it ¿fried¿ the wire. The patient had to have the device replaced because of security devices. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Reports #3004209178-2015-07992, #3004209178-2008-00018, #3004209178-2008-00017, and #3004209178-2015-08085 regarding information about security device sensitivity issues the patient had with other devices. It was unclear which information applied to this device and which information applied to other devices the patient had.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # v017810, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).